Event description:
It was reported that stent damage occurred. The target lesion was located in a heavily calcified unspecified artery. A 3.50mm x 38mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was removed from the non bsc guide catheter and it was noted that a stent strut had lifted. The guide catheter was upsized to a 6f and the procedure was completed using another of the same device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).